Event description:
A peritoneal dialysis (pd) patient called into the technical support on (B)(6) 2015 and reported stomach pain reoccurring for several days. The patient stated that when he connected to the cycler his drainage was discolored and it looked like he may have had an infection. Upon follow-up, the patient's pd nurse reported that the patient was in the facility at the time of follow-up on (B)(6) 2015 and it was determined that the patient had peritonitis from the patient being constipated causing the fluid to remain trapped in his abdomen. Medical records confirmed that the patient was hospitalized on (B)(6) 2015 for peritonitis (positive for corynebacterium species from pd fluid collection on (B)(6) 2015) and started temporary hemodialysis. The patient was discharged on (B)(6)2015 and was to continue on gentamycin 80 mg and vancomycin 1 gm intraperitoneally per notes from (B)(6)2015. The patient was complaining of abdominal pain and had elevated blood pressure of 200/110 per the medical records, the patient did say he had not taken any medications on (B)(6) 2015.

Manufacturer narrative:
Medical records have been received by the manufacturer. Medical records confirmed that the patient was hospitalized on (B)(6) 2015 for peritonitis (positive for corynebacterium species from pd fluid collection on (B)(6) 2015) and started temporary hemodialysis. The patient was discharged on (B)(6) 2015 and to continue on gentamycin 80 mg and vancomycin 1gm intraperitoneally per notes from (B)(6) 2015. The patient was complaining of abdominal pain and had elevated blood pressure on 200/110. The patient did say he did not take any medications on (B)(6) 2015. Based on medical records provided there is no indication this peritonitis was caused by fmc products. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations of non-conformances during the manufacturing process. In addition, the manufacturing record review confirmed the labeling, material, and process controls were within specification.